Manufacturer narrative:
Patient identifier: unk. Date of event: unk. Product code: unk; esubmitter software does not allow for unk or blank entry. Model #:unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s.. Device evaluation: the lens was returned in a micro-centrifuge vial with moisture and debris on the lens. Visual inspection found that the haptic was torn and there was residue on the lens. Device manufacture date: unk. (B)(4).

Event description:
An unknown model implantable collamer lens was returned to staar surgical damaged. Attempts to obtain additional information have not been successful.